Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was removed due to it "blew it up" during triple bypass surgery. There is no further information available. No additional adverse patient effects were reported.